Event description:
It was reported that the patient presented to the clinic during remote follow-up. Upon review, t-wave oversensing causing false tachycardia episodes was noted on the implantable cardiac monitor. No intervention was performed at this time. The patient was in stable condition.

Event description:
New information received notes that the patient presented during follow-up in clinic. Upon review of the previous 3 interrogations, noise reversion was observed on the implantable cardiac monitor (icm). The icm was reprogrammed to resolve the issue of noise reversion and t-wave oversensing. The patient was in stable condition throughout.